Manufacturer narrative:
(B)(6). (B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that the reported batch met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013 as part of the post approval (B)(4) clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was successfully completed with no issues noted. Following the procedure, the patient developed increased asthma symptoms which required hospitalization. During her hospitalization, the patient was treated with intravenous solu-medrol. On (B)(6) 2013, the patient was discharged from the hospital. However, the event of asthma exacerbation is still continuing. Baseline spirometry values - visit date: (B)(6) 2013: pre-bronchodilator: fev1: 2.22, fev1 % predicted: 90.24, fvc: 2.48, fvc % predicted: 80.52. Post-bronchodilator: fev1: 2.26, fev1 % predicted: 91.87, fvc: 2.54, fvc % predicted: 82.47.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013 as part of the (B)(4). According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was successfully completed with no issues noted. Following the procedure, the patient developed increased asthma symptoms which required hospitalization. During her hospitalization, the patient was treated with intravenous solu-medrol. On (B)(6) 2013, the patient was discharged from the hospital. However, the event of asthma exacerbation is still continuing. Baseline spirometry values - visit date: (B)(6) 2013: pre-bronchodilator, fev1: 2.22, fev1 % predicted: 90.24, fvc: 2.48, fvc % predicted: 80.52; post-bronchodilator, fev1: 2.26, fev1 % predicted: 91.87, fvc: 2.54, fvc % predicted: 82.47. Additional information received as of (B)(4) 2013: according to the complainant, the event of exacerbated asthma was considered resolved as of (B)(6) 2013. Additional information received as of (B)(6 )2014: according to the complainant, the event of exacerbated asthma was considered resolved as of (B)(6) 2013.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013 as part of (B)(4). According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was successfully completed with no issues noted. Following the procedure, the patient developed increased asthma symptoms which required hospitalization. During her hospitalization, the patient was treated with intravenous solu-medrol. On (B)(6) 2013, the patient was discharged from the hospital. However, the event of asthma exacerbation is still continuing. Baseline spirometry values - visit date: (B)(6) 2013: pre-bronchodilator: fev1: 2.22, fev1 % predicted: 90.24, fvc: 2.48, fvc % predicted: 80.52. Post-bronchodilator: fev1: 2.26, fev1 % predicted: 91.87, fvc: 2.54, fvc % predicted: 82.47. Additional information received as of (B)(6) 2013. According to the complainant, the event of exacerbated asthma was considered resolved as of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).